Event description:
A malfunction on the pump was reported by the caller, and no notable events were reported prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to contact support if the issue reoccurred.